Manufacturer narrative:
One used ch2000s-c, spinning spiros (lot unknown) was received and visually inspected. As received, the spin feature of the spiros was activated in the rotational direction. No spline damage or shear tab anomalies were observed. No mating devices were returned. The torque value of the spiros was measured and found to me product performance specifications. The female luer of the spiros was also found to meet iso standards for luer fittings. The reported complaint of a disconnection can be confirmed as the spiros was returned with the spin feature activated and was not connected to a mating device. However, a probable cause could not be determined. A device history record (DHR) review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported as detached from both the patient's central line and the medication line. The nurse went into the patient's room around 2000 and noticed that the bed was wet. The nurse went to change the patient's diaper as she originally thought that the bed was wet due to urine leaking through the diaper. Upon laying the patient down, the nurse noticed the detached spiros in her bed. The disconnection occurred before the clave but after the trifurcation. It was further clarified that it wasn't the clave itself that came off, it was detached at the spiros connection that connects the trifuse. The spiros became disconnected on both ends so it was just laying in the bed separate from both the trifuse and the patient end. The location of disconnection was between the trifuse and the clave resulting in a leak of cyclophosphamide. The chemo spill was cleaned up as per facility protocol, sheets were changed, chemo wipes were used and the patient was wiped down as well. The chemo was hanging on the IV pole with the tubing running down through the pump. There was a filter connected to the IV tubing by spiros. Then, there was another spiros connecting the filter piece from the chemo to the trifuse. The trifuse had the chemo line (in use with a spiros), a maintenance fluid line (in use, no spiros), and a syringe line (locked and not in use). At the end of the trifuse was the spiros that came off. The patient side then had a clave connected to the central line. It was estimated that approximately 20ml (2 mg) of medication was lost. The nurse put a new spiros on, reattached the medication line, and continued the infusion. The provider was notified and orders were received to not make up the difference in lost medication. The patient was reported to be happy, in no distress and did not experience any skin issues. There was patient involvement and no human harm.